Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event and date of death b5. A second paragraph was added d4. Expiration date, d10. Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, lot#: 0012867007, ubd: 2027-06-13, UDI#: (B)(4), h1. Type of reportable event h4. Device mfg date. Corrected data: e. Initial reporter's street number was erroneously omitted from the initial medwatch. G2. Report source additional codes: annex f f02 as it was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve (tav), the patient suffered a cerebral infarction. Additional information was received to provide more details related to this event. Eight days prior to the tav implant procedure, the patient was transported to the emergency department via emergency medical services. After a thorough examination, the patient was admitted with a diagnosis of acute heart failure caused by ischemic heart disease and severe aortic valve stenosis. Due to the patient¿s severe frailty, severe calcification, and shaggy aorta a catheter-based treatment was chosen for both conditions. One day following admission, a percutaneous coronary intervention was performed. One week later, a semi-emergent transfemoral tav implantation (tavi) was performed. Immediately after the procedure, the patient presented with delayed awakening from anesthesia. A few hours following the tavi procedure, the patient showed symptoms of a stroke. That same day, magnetic resonance imaging of the head was performed and revealed an acute posterior circulation stroke. On post-operative day four, a new anterior circulation stroke also occurred. Per the physician, the patient's severe calcification and shaggy aorta contributed to the strokes and it was unknown whether the tavi or the medtronic devices were contributing factors. The patient¿s overall condition gradually deteriorated and consciousness worsened, which impaired the patient¿s swallowing function and the subsequent onset of aspiration pneumonia. This required the initiation of enteral nutrition administered by nasogastric tube. The patient became febrile and hypotensive, with suspected development of sepsis secondary to aspiration and bacterial pneumonia. Antibiotic medication was administered with temporary improvement; however, the patient¿s overall condition continued to deteriorate with exitus one month after the tavi. The cause of death was determined to be aspiration pneumonia. Per the physician, given the patient¿s pre-existing severe frailty, the tavi procedure and device could not be directly identified as the cause of death.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: unknown, ubd: , UDI#: the codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.